Event description:
Pt reported the infusion device displayed an e7 (electronic error) message twice in the last days. Pt stated the first time he tried to reset it, he substituted the battery and the infusion set, but it occurred again. Pt reported when he switched it on the second time, he noticed the infusion device display was incomplete. Pt stated some segments were missing and he was not able to decipher the therapy numbers properly. No further information available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.